Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
On 1/29/2015 it was just discovered that there are two complaints registered for the same complaint. They are (B)(4). As a result complaint (B)(4) will be closed with no additional information being provided. For the investigation results, please see complaint (B)(4).

Event description:
Clinician had a perforator on (B)(6) night go through the bone and into the brain tissue.